Event description:
It was reported that during the superion indirect decompression system implant procedure the physician met resistance opening implant due to bony osteophytes causing difficult placement and the implant broke at the spindle cap during placement. Sagittal arc was attempted but was unsuccessful. The procedure was completed using another device.

Event description:
It was reported that during the superion indirect decompression system implant procedure the physician met resistance opening the implant due to bony osteophytes causing difficult placement and the implant broke at the spindle cap during placement. Sagittal arc was attempted but was unsuccessful. The procedure was completed using another device. It was additionally reported that the implant was not properly connected to the inserter and that the physician did not gear shift the inserter during the procedure.